Event description:
On (B)(6) 2018, additional information was received from the healthcare professional (hcp). Clarification to whether an volume discrepancy actually occurred, or was just a data issue. The hcp stated, "it seems like the volume discrepancy is from the data error in the tablet". The hcp provided additional detail stating, "when it was first interrogated, the erv =18 ml. [The hcp] could only withdrawal 8 ml from the pump. Because of the large discrepancy, another tablet was used to interrogate and it only allowed 8 ml so the second tablet was used for the rest of the programming. The serial number of the first programmer was reported as "(B)(4)" and the serial number of the first programmer was "(B)(4)".

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: software, product ID (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID a810, serial# (B)(4), product type software. Product ID a810, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (20.0 mg/ml, 13.060 mg/day) via an implantable pump for spinal pain. On (B)(6) 2018, the hcp reported a volume discrepancy (actual reservoir volume (arv) = 8 ml, expected reservoir volume (erv) = 18 ml). The rep stated that the hcp reached out to them and stated they interrogated a pump and the erv upon interrogation was 18 ml. The rep stated that the hcp was able to aspirate 8 ml. They ended the session on the tablet, grabbed a new tablet ((B)(4)), interrogated the pump and saw that the reservoir volume was 8 ml. The rep was inquiring if something was wrong with the tablet. No troubleshooting could be performed due to lack of access to product. No symptoms were mentioned. A secondary email was received from the rep that stated that "the first tablet they used to interrogate with, they didn't end the session so it didn't save a report". The rep told them that if it does it again, then to save the report so that the rep could send over the evidence for further evaluation. The second report (second tablet) was provided. On (B)(6) 2018, additional information was received from the rep. The staff of the facility indicated that the tablet in question was sn: (B)(4). The rep was asked if there was an actual volume discrepancy. The rep stated, "the volume discrepancy was read significantly higher than was pulled from the pump. There was also the concern because the patient wasn¿t authorized to provide boluses so nothing was accounted for". The issue has not recurred.